Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates the patient¿s ipg were explanted and replaced on (B)(6) 2021 resolving the issue.